Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave amplitude and increased hv lead impedance was observed. Lead fracture was suspected. The lead was explanted and replaced. The patient was stable during the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.